Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and fecal incontinence. The reason for call was the agent had patient attempt to communicate with the implanted neurostimulators and patient was seeing poor communication and patient confirmed this is the message they keep seeing. The issue was not resolved through troubleshooting as the caller disconnected. Agent attempted to call the patient back but could not reach the patient. Patient called back to resume troubleshooting. Patient reported return of symptoms and this has been going on for a while. Patient said has really bad diarrhea and has been working with their hcp. Patient said that yesterday tried to connect to implant however only received the poor communication screen. Patient stated that they tried 3 different sets of new batteries. When asked, patient last connected about a week ago. Reviewed repositioning and then patient attempted to connect without use of antenna however received the same screen. When asked, patient said they don't remember when had internal battery checked at their managing doctor's office. Based on date of implant, reviewed potential that internal battery has depleted. Redirected to contact managing doctor's office to schedule internal battery check by manufacturing representative. Additional information was received from the patient (pt). They had the device removed on (B)(6) 2024.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. The h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. This was caused by normal battery depletion. They had the device replaced with a different manufacturer.